Event description:
Respiratory therapist at bedside, ventilator noted to have positive end expiratory pressure of +10. Removed pt from ventilator and bagged. Respiratory therapist troubleshooted the ventilator and corrected the problem by changing the exhalation valve. Ventilator functioned properly, pt placed back on ventilator. Pt stable throughout procedure.